Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, non-dehp solution set had leaked at the drip chamber. The event occurred while priming the set with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.